Event description:
In a 2 part surgery for an anterior approach. The first part of surgery was finished. When the scrub tech took down the drape, he noticed fluid inside the warmer. Warmer is used for sterile irrigation. Potential contamination is the concern. No pt injury reported. Drape was discarded. Biomed tech checked warmer for possible defects, none found. Manufacturer was notified on (B)(6) 2011.